Manufacturer narrative:
This report is being supplemented to provide additional information based on results the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted including the biopsy channel was worn out and there was insufficient angulation. However, these defects are not considered sever enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information has been received. Correction is being made to g2 by adding a value to other. This supplemental report is being submitted to provide this information. Please see the updates in sections: g2, g3, g6, h2, and h10. Olympus performed a culture sampling after reprocessing of device following the required instructions for use. The test results revivable microorganisms for all channels (injected volume and 100 ml, filtered volume 100 ml) were less than 1 cfu, which is below the target level. As such, the results obtained comply with the target level defined in the regulations of france of (B)(6), 2016.

Manufacturer narrative:
The data for personal information (initial reporter) cannot be made available due to restrictions imposed by the EU general data protection regulation (gdpr, art. 44-49). Customer provided information on the reprocessing carried out at the facility. Detergent used for pre-cleaning is aniosyme x3. Bedside pre-cleaning practice for endoscope at user facility is per lta medical sd-3748/25. Detergent used for manual cleaning is aniosyme x3. Disinfectant used for disinfection is not provided. Peracetic acid and glutaraldehyde are used. The biopsy valve, air valve, and suction valve disinfected or sterilized manually. The automatic endoscopy reprocessor (aer) is cantel isa. Detergent used with it is intercept plus cantel and disinfectant used is rapicide pa cantel. The device is stored in a typhoon storage cabinet. Maintenance is done by cantel. The device is returned and awaiting the results of testing done by an independent laboratory for olympus after reprocessing correctly per the instruction s for use. The date of return of the device is not available. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported by the customer, after a microbiological routine sampling on this medical device, carried out as required by french regulation, an unexpected contamination was detected. After reprocessing twice, the suction channel remains heavily contaminated (over 80 cfu) with psuedomonas aeruginosa, klebsiella oxytica and serratia odorifera. There is no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.